Event description:
It was reported that the patient was not capturing. Upon interrogation of the device, there was an alert indicating that a device reset had occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was not capturing. Upon interrogation of the device, there was an alert indicating that a device reset had occurred. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The device was removed and replaced for an unknown reason approximately (B)(6) later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis found the battery depletion was normal and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.